Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing

Event description:
Hamilton medical ag received the following event description "on february 1, 2025, on the 14th day of invasive mechanical ventilation, the patient experienced red alarms "tf5510" and "tf5511" on the ventilator. The ventilator was functioning normally, with a normal ventilation waveform and no significant changes in the patient's vital signs. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device generated alarms tf5510 and tf5511 during ventilation. An alternative ventilator was provided. No harm to the patient was reported. During troubleshooting, the service engineer determined that the sensor board was defective. A repair quotation was provided to the hospital; however, the hospital decided not to proceed with the repair at this time. Hamilton medical considers this case as closed.